Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent revision procedure on (B)(6) 2013 allegedly due to grinding noise and elevated metal ions. It was also reported that during the procedure that the cup was noted to be in a vertical position. The cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01456 / 01458).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted head and cup found evidence of subluxation of the joint and scratching of the bearing surfaces. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01456-1 / 01458-1).